Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, cardiac tamponade was confirmed by intracardiac echocardiogram (ice). Pericardiocentesis was performed to remove approx. 700ml from the pericardial space. The patient was reported in stable condition after pericardial drainage. It is unknown if extended hospitalization was required. Patient¿s outcome was improved. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related and not related to any biosense webster inc. (Bwi) products, rather to transseptal puncture. No bwi product malfunctions were reported. Transseptal puncture was performed with a baylis transseptal needle. There was no evidence of steam pop during the ablation. The flow was set at 15ml/min at when applying 35-40 watts. No error messages were observed on any bwi product. The force visualization features used included graph, dashboard, vector, and visitag. The parameters for stability used with the visitag module were 3mm, 3 sec, 25% over 3g. No additional filter was used. The color option used prospectively was surpoint.